Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the nurse had called the patient after sending a remote monitoring transmission and said the implantable pulse generator (ipg) was "not working right" and wanted the patient to come in right away. The patient's family member also noted that in the last few months the patient has been getting more tired like they felt before implant of their ipg. The patient was referred back to their physician and the device remains in use. No further patient complications have been reported as a result of this event.